Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, the valve was inspected. During deployment, the valve kept moving deep during deployment and was recaptured 3 times. A new valve was provided due to these recaptures. The depth of implant was noted as a contributing factor to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29; product lot/serial number (B)(6); product type: heart valve; product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: heart valve; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, the valve was inspected. During deployment, the valve kept moving deep during deployment and was recaptured 3 times. A new valve was provided due to these recaptures. The depth of implant was noted as a contributing factor to the event. No patient complications have been reported as a result of this event. Additional information was received that during the deployment attempt of the first 29 mm valve, the deployment was over a medtronic guidewire with a starting point at the bottom of the pigtail catheter. The valve dislodged above the annulus with each attempt. The second 34 mm valve was implanted successfully on the first attempt over a non-medtronic guidewire. It was noted that the dislodgements likely occurred due to lack of calcium and the native annulus measuring in between valve sizes.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.